Event description:
It is reported that the peel pack was not completely sealed when the nurse opened the implant.

Manufacturer narrative:
This report will be amended when our investigation is complete.